Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the lead was abraded.

Event description:
It was reported that the right ventricular lead exhibited a capture anomaly. The lead was explanted and replaced.